Manufacturer narrative:
H11: no logs file (real time device parameters and setting recording file) of the pump are available, nor further inspection by a livanova technician will be performed since customer did not request it. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Taking into account the fact that the reported error was a "failure" alarm and no issues were found by perfusionist in the tubing at the moment of the event, it is reasonable to assume that was not a clinical alarm (bubble/level/pressure) that had stopped the pump. Based on the review of s5 instructions for use (IFU - chapter 7: faults and alarms), reported red failure alarm could have been: - direction of rotation fault - runaway fault - fault in motor controller - motor controller failed. According to IFU, in the case of above error messages the user should clear the alarm, set speed will go to 0 rpm and user can reactivate the pump turning the knob. If the pump runs properly, perfusion can be completed, otherwise pump should be replaced or operated in manual mode (hand crank). Based on the gathered information and taking into account that no deviation was reproduced by user and technician, it cannot be ruled out that the most likely root cause of complained event was a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 mast roller pump through follow up, livanova was informed that roller-head worked fine all case and started acting up during my warm dose at the very end of the case. During troubleshooting perfusionist cleared the alarm turning the knob to zero and the pump resumed and no further issues. Perfusionist can't remember what alarm was, the error message was displayed in red and was a "failure" alarm, and the flow from the cardioplegia disappeared and showed asterisks instead. Perfusionist attempted to replicate the alarm when was off pump and was not successful. Perfusionist stated that the pump did stop. She further stated that she checked the tubing but didn¿t see any issues there. According to email attached to current complaint, according to customer. Flow from cardioplegia pump disappeared from screen and showed asterisks instead pump was inspected by an external technician and did not see any reproducible errors or stored codes. More information is not likely to follow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, at the end of a procedure, the cardioplegia roller pump displayed an alarm. Perfusionist was able to reset and complete the case. There is no report of any patient injury.